Event description:
Complainant alleged that during biomed testing, the device displayed a "poor pad contact" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and was attributed to a damaged connector panel. Analysis of reports of this type has not identified an increase in trend.